Event description:
A customer reported a malfunction with their insulin pump, specifically displaying malf code 24, and was unable to reset the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided a resolution by sending the customer a replacement pump. The customer was instructed to put the faulty pump into storage mode before returning it to tandem using a provided return box and prepaid label. Additionally, the customer would use a backup insulin pump to ensure insulin delivery was not interrupted during the replacement process.